Manufacturer narrative:
The pump is in the process of being evaluated. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility returned the device for service with a report of a failure code 570:320:844. Info was not provided regarding whether or not the device was in pt use when the event occurred. No pt injury or medical intervention.